Event description:
It was reported that a spectrum pump displayed system error 322 while using a patient in the maternity care area (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found ut of specification in relation to the reported system error 322 which was not reproduced, but was confirmed through a review of the event history log. Evaluation found a lower link switch with a slow response. The lower auxiliary assembly was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.